Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 health effect clinical code - chills. This report is 1 of 2 allegations of alert/notification settings that had similar event details. Related records: (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was rushed to the emergency room by the daughter after experiencing no audible alerts or alarms from his g6 rcvr. This report is 1 of 2 allegations of alert/notification settings that had similar event details. He mentioned that the incident occurred sometime between the last week of january and the first week of february, although he could not recall the exact date. He began to feel unwell, experiencing sweating and chills at the same time, which led him to suspect something was wrong. In an effort to prevent his condition from worsening, he took a couple of tablespoons of peanut butter and honey. However, 20¿30 minutes later, he began experiencing chills again. He reported checking his cgm values on the g6 receiver but could not remember the exact readings, and no audible alarms were triggered. No mention if the cgm matched the symptoms. Upon arrival at the emergency room (ER), he stayed in the waiting room but could not recall his fingerstick blood glucose (bg fs) values at that time. While at the hospital, no blood tests were conducted, and he did not receive any medication. Despite this, medical staff continued to rely on the cgm values displayed on his receiver for their decision-making. No mention about the length of stay. During the call, the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert/notification settings. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.